Event description:
The patient reportedly experienced a decrease in performance and out of range impedances. The patient was seen at the center for device evaluation. A decision was made to explant the device. The patient's ci device was explanted.